Manufacturer narrative:
Date of event: exact date unknown, event occurred several days ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7106230.

Event description:
It was reported that the patient developed a severe headache and a blood patch was performed. The patient was reportedly doing well.